Event description:
In 2009, the lay pt contacted lifescan (lfs) canada alleging that her one touch ultra mini meter displayed the battery indicator and the meter was not always working. The pt said the issue first started one week ago. She claimed that she had symptoms of high blood glucose ongoing over the last week after the product issue started. She described her symptoms as having blurry vision and feeling dizzy. She stated that she walked on a treadmill or outside to bring her blood glucose down. She claimed she made no change to her regular oral diabetes medication, avandomet 2 mg, x 3. The pt denied having changed the meter battery per the owner's manual. The pt's products were replaced. This complaint is reported because the pt alleges that the lfs meter displayed the battery indicator and was not always working. She claimed that she experienced blurry vision after the issue started; blurry vision is a symptom typically associated with hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.